Event description:
It was reported that the lesion had mild tortuosity, no calcification, and 70% stenosis. The trek balloon catheter was advanced over the guide wire. The balloon catheter was inflated in the lesion, and ruptured during the first inflation at 14 atmospheres. During inflation, the pressure had increased to 14 atmospheres, after which, the pressure indication dropped immediately. No resistance met while advancing the trek balloon catheter over the guide wire. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot 50. Guide cath: launcher 6f ebu 3.5. Evaluation summary: analysis of the returned catheter noted blood and contrast visible in the inflation lumen and the guide wire lumen, suggesting that the catheter was prepared for use, advanced over the wire and is consistent with handling. The balloon was loosely-folded and found to be bunched at the distal end. This is consistent with an attempt to inflate the catheter and may suggest that resistance was encountered at some point during the procedure. A new indeflator was used in an attempt to pressurize the catheter when fluid leaked from a radial rupture in the middle of the balloon, confirming the reported rupture. Additionally, there were multiple radial scratches distal to the rupture for a length of 1 mm, which may suggest that the balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. It is likely that the balloon material was damaged (scratched) and became weakened from interactions with other devices and/or the tortuous and stenosed lesion such that upon inflation attempt, the balloon ruptured. Then, the catheter may have encountered slight resistance upon removal, causing the distal end of the balloon to become bunched as a result. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the information provided, the lesion was moderately tortuous, moderately calcified and 95% stenosed, which likely contributed to the reported rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported for a balloon rupture from this lot. The reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.